Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe¿s cutting and aspiration functions were efficient at the start of vitrectomy surgery. However, as the procedure progressed, the probe intermittently aspirated the vitreous body while its cutting function stopped during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no information about patient impact.